Event description:
Device malfunction: cuff miss and foot break. Time of device malfunction during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the superficial femoral artery (sfa) after an interventional procedure. Reportedly, resistance was felt during insertion of the device into the sfa and anterior cuff miss occurred. After the device was removed a foot break was found. A CT scan was taken; however, the foot was not located in the vessel. Hemostasis was achieved surgically and there were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(Superficial femoral artery). The device is expected to be returned for evaluation. It has not yet been received.